Event description:
It was reported that, an 840 ventilator had a loss of communication between the graphic user interface display and the breath delivery unit while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction and replaced the breath delivery (bd) to graphic user interface (gui) cable the unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient the 840 ventilator had a loss of communication between the graphic user interface display and the breath delivery unit. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The biomedical engineer contacted the medtronic technical support engineer and it was recommended that the customer run a ground isolation test and replace the gui (graphical user interface) cable and run est (extended self-test). The unit is in good working condition. Although requested, specific repair information from the customer was not provided.